Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that she had an MRI done and the insulin pump was in the same room. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with motor error alarm due to an out of phase motor encoder signal. Cracked reservoir tube lip and cracked case noted.